Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the twist clamp of a minicap extended life pd transfer set had a cracked light blue mainbody . This occurred during use for peritoneal dialysis therapy. The transfer set was used for about one month. There was no patient injury or medical intervention associated with this event. No additional information.